Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 32 mg/dl and 70-80 mg/dl. The customer stated that constantly spilling insulin in the chamber. The customer declined troubleshooting for low blood glucose. The customer was advised to return reservoir and transfer guard. The product will not be returned for analysis.